Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed the force sensor calibration was not within specifications. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history showed loss of prime warnings associated with low non-zero force. During testing, the rewind, load, and prime steps were performed successfully with no loss of prime occurring. The pump was exercised for 24 hours and no prime issues occurred. Further investigation revealed the force sensor calibration was not within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.